Event description:
Customer reported to siemens, inc. That a discordant ca15-3 result was encountered for a single patient sample. The result was reported out of the laboratory. The result was not consistent with the patients clinical history. The sample was retested following service by a field service engineer and yielded a result consistent with the clinical presentation. There were no changes to the patient care or treatment as a result of this event. There are no reports of any adverse events or intervention to prevent or preclude serious injury.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the facility and examined the system. After analysis of the system, the fse determined the cause of the discordant ca15-3 was due to the malfunction of the acid and base pumps and the reagent probe 3 which were replaced. The instrument is performing within specifications. No further evaluation of the device is required.